Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The device history records for the tibial component were reviewed with no deviations/ anomalies identified. No devices or photos were received; therefore the condition of the components is unknown. Operative notes for primary and revision surgeries were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. These devices are used for treatment of patients.

Manufacturer narrative:
Information contained in this report was incorrectly submitted under 0001822565-2015-01301-1, please consider that report void. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Primary operative notes state the patient underwent right total knee arthroplasty due to osteoarthritis. Range of motion and stability were noted to be satisfactory. No complications were noted. Operative notes from the revision surgery state that the tibial component had subsided medially. After removal the medial peg was noted to have a little bit of bone ingrowth and the lateral peg was noted to not have much bone ingrowth. The femoral and patellar components were not revised. The updated information does not change the previously reported root cause.

Event description:
It is reported that the patient was revised due to pain and possible loosening of the tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned tibial plate identified some foreign material in the trabecular metal posteriorly. The pegs had been cut off and also had some foreign material in the trabecular metal. The ap (on both the medial and lateral sides) and ml dimensions of the tibial plate were measured and found conforming to print specifications. The updated information does not change the previously reported root cause.

Event description:
No further event information available at the time of this report.